Event description:
It was reported that since implant, the patient had had discoloration at the implantable neurostimulator (ins) site and it hurt when the ins was pressed on. The patient¿s primary care physician (pcp) did know and their health care provider (hcp) said they weren¿t familiar with the ins programming. It was later reported that there was a 50 percent or greater symptom reduction. The components involved in the event were the ins and lead. The tined lead and ins were very superficial under the skin causing pain and the action taken to resolve the issue was that the device and lead were repositioned with good results. The cause of the event was not determined and it was not device related. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09vre, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# va09vre, implanted: (B)(6) 2013, product type: lead. (B)(4).